Event description:
A customer reported that the tubing spike of an interlink vented paclitaxel set disconnected from a non-baxter solution bag. This event occurred during priming in the pharmacy, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. The reported problem could not be verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.